Manufacturer narrative:
The device was not returned for investigation. The device history records were reviewed and did not reveal any anomaly that could explain the reported event: each released probe was tested within specifications, card coding was within specifications. The complaint is unverifiable and the exact root cause of the reported malfunction could not be determined. Device identifier (B)(4).

Event description:
A clinical coordinator in the ICU reported that the cc1p1 (pmo combined probe containing both oxygen and temp) was placed in a traumatic brain injury (tbi) patient through the innerspace hummingbird multi-lumen bolt on an unspecified date. It functioned properly for about 24 hours (values in the high teens to low 20's). The monitor then had an error message saying the cable was not functioning; they switched out the cable and the monitor. The probe worked for about 10 minutes and then the next error message displayed the card was not matching the probe. They then switched out the monitor for a different monitor and went through the whole process described in the previous sentence. On the third monitor, the value was in the mid 20's for about 10 minutes again, and then the value shot up to 500's. They then decided the probe was the culprit of the issues and stopped using the licox probe. No patient injury or consequences were noted.